Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a shunt in a non-tortuous and non-calcified artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 8 atmospheres for 1 minute. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and patient was in good condition after the procedure.